Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor was detected. The customer's blood glucose was unknown at the time of incident. Customers mother was not able to rewind the pump. The insulin pump was replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error due to moisture damage electronics. Unable to perform download due to moisture damage. Unable to performed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify pump error 35 due to download difficulties. The device was received with moisture damage noted on motor and vibrator assembly.